Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be defective during a device check. The patient was told to have a device change out due to the lead issue. Attempts to ask for additional information were unsuccessful. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.